Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019. Records indicate patient received a right attune total knee arthroplasty. No allegations provided of patient injury or product failure, nor report of revision. Patient received a right primary attune to treat pain and stiffness secondary to degenerative joint disease. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without complications. Primary part/lot information is provided on page 7. The patient received a right knee revision to treat pain and swelling secondary to loosening of the tibial tray. Upon entering the joint, the surgeon excised periarticular scar tissue from the tibial area. The tibial tray was grossly loose and debonded at the cement to implant interface. The femoral component was well-fixed and the cement had excellent interdigitation, but revised. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received a competitor knee construct. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a device history record (DHR) review performed previously on legacy complaint (B)(4), did not reveal any related manufacturing deviations or anomalies on the reported lot number.